Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred several days after the sensor was inserted in an undisclosed insertion site. The patient experienced loss of consciousness, the cgm was reading 200 mg/dl and the blood glucose reading was 25 mg/dl. The patient stated that he was found unconscious by his father but declined to give any more information about treatment or medical interventions. At the time of the report the patients¿ current condition was normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.